Event description:
The customer reported a nav ring failure. The customer indicated that the settings jump around. The customer also reported a that the touch screen was glitchy. She indicated that they have tried calibration but it did not fully correct the issue. There was no patient involvement.

Manufacturer narrative:
Date rec¿d by MFR : 04oct2019, date of report : 07oct2019. The manufacturer's field service engineer (fse) performed troubleshooting and confirmed the reported issue. The fse replaced the front bezel to resolve the reported issue. After this repair the unit passed the performance verification test. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 07/19/2019.

Event description:
The customer reported a nav ring failure. The customer indicated that the settings jump around. The customer also reported a that the touch screen was glitchy. She indicated that they have tried calibration but it did not fully correct the issue. There was no patient involvement.